Manufacturer narrative:
This ipg serial number was included in a field correciton. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2013-03783. The pt reported she experiences a heating/burning sensation at her scs ipg pocket site after charging. The pt also reported the sensation lasts for several days and she feels it subcutaneously; however, there is no visible sign of burning. A low energy replacement charging system has been sent to the pt. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.